Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. The attending physician lost both visual and tactile control of the needle during use. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch bm2400, mfg date: 11/01/2009, exp date: ni. Batch bm2569, mfg date: 11/01/2009, exp date: ni. Batch bp2108, mfg date: 12/01/2009, exp date: ni. Batch bp2458, mfg date: 12/01/2009, exp date: ni. Batch bm2278, mfg date: 11/01/2009, exp date: ni. Batch bp2501, mfg date: 12/01/2009, exp date: ni. Batch bp2603, mfg date: 12/01/2009, exp date: ni. Batch bp2632, mfg date: 12/01/2009, exp date: ni. Batch bp2871, mfg date: 12/01/2009, exp date: ni. Batch ca2077, mfg date: 03/01/2010, exp date: ni. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and batch bm2569, bm2278, bp2501, bp2603, and ca2077 met all finished goods release criteria.

Event description:
It was reported that a patient underwent emergency surgery in (B)(6) 2010 due to a ruptured gastrointestinal stromal tumor on the small bowel. The tumor was the size of a head. During anastomosis of the small bowel, when the surgeon released the needle from the suture, the needle dropped into the patient. An x-ray was done, but the needle was not seen. In (B)(6) 2012, the patient underwent a routine medical check up and an x-ray exam was done. A needle was found in the pelvis. There are no plans to remove the needle because the patient has not experienced any complications.